Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple consecutive call services alarms on the day of the complaint that can result in blank display. On investigation, the pump powered up with the appropriate audible and vibratory functions. The display screen was fully functional without any color/contrast variance. The pump casing was opened to further investigate and no defects were found with the printed circuit board. The investigation confirmed but was unable to duplicate the reported blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump rebooted with audible tone to a blank screen after battery change. Reporter stated that there was no trauma or moisture exposure to the pump. During the call, the screen became visible after a reboot. This complaint is being reported because the reported blank screen issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.